Event description:
It was reported that supraventricular tachycardia (svt) did not alarm. Patient involvement is unknown.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The field service engineer emailed, called, and conducted an onsite to gather more information, however the customer was unable to provide additional information. Due to the insufficient information from the customer, we are unable to do a full investigation. Customer views the issue as resolved and is not looking for further responses from philips.results of functional and technical testing is unknown due to the insufficient information from the customer. A telemetry product support engineer said that ¿without the incident date/timeframe, bed label, device label, no meaningful analysis of the data provided can be performed, and it cannot be confirmed if the data even captures the time of the incident.¿ the fse was unable to pull mx40 pwm logs due to the customer being unable to verify the bed label, timeframe, or device related to the issue.based on the information available and the testing conducted, the cause of the reported problem is unknown due to insufficient information. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not give the fse any additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.